Event description:
Report received of the device not detecting air-in-line. The pump was returned to the plant operations department with an unsigned note that stated, "did not detect air-in-line." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.